Event description:
On (B)(6) 2014, the lay user/patient in (B)(4). Contacted lifescan to report the onetouch verio iq meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2014, the patient obtained an unspecified error message on the reported meter related to the test strip; she was unable to obtain a blood glucose reading. The patient was unable to specify which error message had occurred. The patient manages her diabetes with insulin taken on a sliding scale. After the attempted use of the meter, the patient experienced the symptoms of fever, shaking and sweating. The patient administered self-treatment by consuming sweets and juice; she did not seek any medical attention. The issue was not resolved with troubleshooting. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue, and received self-treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided.